Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. However, data was returned and evaluated. The reported event of an error icon displayed was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed error 121. There was no report of injury or medical intervention. No additional patient or event information is available.